Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient was hospitalized on (B)(6) 2024 and eventually shifted to intensive care unit (ICU) due to hyperglycemia event. The blood glucose level was high at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.